Event description:
On date may 25, 2012, intuitive surgical received uf/importer report (B)(4) from the FDA. The event details are provided below: during a robotic assisted laparoscopic left renal cyst decortication and lysis of the intra-peritoneal adhesions, the davinci grasping forcep broke off into the patient. It was successfully removed without any harm.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.